Manufacturer narrative:
Other applicable components are: product ID: 37081-40, serial# unknown, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) was defective because it had a flaw in the closure mechanism of the first canal/port. When the ins was implanted in (B)(6) 2016, an extension was connected to one ins port and a pocket adaptor was connected to the second port. After about a month, the consumer stopped perceiving the stimulation. An impedance test showed all impedances out of range. A revision was done on (B)(6) 2016 and the extension was replaced. The hcp complained she could not connect it to the ins because the screw of the socket could not lock the electrode and the plastic/closing rubber seemed to have been removed/damaged. The hcp replaced the ins as well. The issue was noted as resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3550-29, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information received indicated the product was received by the company at an international site, and was shipped to a different site for analysis; however the product has not been received at the site to perform analysis. The current device location is unknown and an investigation is ongoing to locate the device.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay. The ins was received for analysis with the set screw missing in ins port #1. There is damage at both ends of the slot opening in the grommet for ins port #1. Also, the edge of one section of the grommet in ins port #1 can pop up with a little pressure. This damage is consistent with damage that can occur when the set screw is removed through the grommet. A known good set screw was temporarily installed in ins port #1 to perform functional testing and impedance in saline test. The temporary set screw was able to be installed and hold a lead securely with no difficulties. All functional tests and the impedance in saline test passed. The parameters from the initial review of the ins when it was received for analysis indicate that electrodes #11, #12, and #13, located in ins port #2, were programmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.